Event description:
Same case as MDR ID#: 2134265-2013-05629, 2134265-2013-05722. It was reported that during percutaneous coronary intervention (pci), pullback failure occurred. The ilab cart system 100v motor drive unit (mdu) failed to perform pullback. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).